Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was consistently failing. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. The field service engineer (fse) used the hardware test application and removed some pockets to make tray replacement easier. The fse powered down the station, replaced the cubie tray row, reinstalled the cubies into the drawer, closed the drawer, and powered up the station. Final test was run in hardware test application and customer successfully inventoried medication in drawer 5.2 without any issues. The system functioned as intended after the field service engineer repaired the device.